Event description:
It was reported on 23 april 2026 a 22 mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure, the left atrial pressure was 23 mmhg and the activating clotting time (act) was monitored. Heparin was administered. Transseptal puncture was made at the inferior mid location. The wire was placed in the left upper pulmonary vein (lupv). The 22 mm amulet was partially recaptured three times. The device was determined to be too large. The 22 mm amulet was fully recaptured and removed from the body. A 18mm amplatzer amulet laao was selected to be implanted with the same delivery system. The 18 mm amulet was partially recaptured twice. The 18 mm amulet was implanted. On (B)(6) 2026, the patient presented to the hospital with a circumferential pericardial effusion. It was determined that a cardiac tamponade was present. A pericardiocentesis was performed. The patient status was stable. The physician believed the pericardial effusion was caused by the 18 mm amulet device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.